Event description:
The customer reported that she was hospitalized with a low blood glucose of 28 mg/dl. The customer stated that she may have given herself too much insulin while priming or filling the tubing. The customer did not remember if she was connected to the infusion set during the priming process or not. Troubleshooting was declined. The customer stated that her hcp has suggested to get off of insulin pump therapy and return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.